Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a stone extraction procedure, the basket of an ncircle tipless stone extractor would not open and close. The device was tested prior to use in the uncoiled position and it did not function properly. A new device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: d4, h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available, h4 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, during a stone extraction procedure, the basket of an ncircle tipless stone extractor would not open and close. The device was tested prior to use in the uncoiled position and it did not function properly. A new device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle tipless stone extractor was returned for investigation. Inspection of the returned device noted: device was returned inside its shipping tray in an open outer package. The device was returned with the handle and the basket formation in the closed position. The mlla [male luer lock adapter] was loose. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.7 cm in length. There were no kinks in the basket sheath. The support sheath and basket sheath were detached and the coil was exposed. A functional test determined the handle did not actuate basket formation. A review of the device history record found one non-conformance that may have been related to the complaint issue. The basket device assembly process is manually performed and the process is individual in nature. The possible related non-conformance is not sufficient evidence to suspect other devices in the lot were nonconforming. A review of complaint history records found two other complaints with the same failure mode, support sheath separated from basket sheath, associated with the complaint device lot. The process of gluing the two sheaths together is manually performed and the process is individual in nature. The two similar issues were not sufficient evidence to suspect other devices in the lot could have been nonconforming. Because adequate inspection activities had been established, and there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed and could not be opened due to the separation of the basket sheath and the purple support sheath. The two sheaths are glued together during manufacturing and specifically inspected to ensure they are secure. Additionally, the basket is functionally tested multiple times after assembly to ensure proper functioning. The cause for the separation could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.